Manufacturer narrative:
(B)(4). The dexcom g4 platinum pediatric continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that the patient experienced a skin reaction on (B)(6) 2015. The sensor was inserted into the arm on (B)(6) 2015. Reaction was described as red and raised with large bumps, located under the sensor patch adhesive. The affected area was treated with hydrocortisone cream. On (B)(6) 2015, the endocrinologist prescribed flovent for the reaction. No additional event or patient information was provided. The sensor was inserted into the arm. The dexcom g4 platinum pediatric continuous glucose monitoring system user's guide states: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks.